Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values, and the case was escalated for further review. Support recommended re-linking the sensor to reset system functionality. Customer care guided the user through the re-linking process, which was confirmed via manual sync. Post re-link monitoring showed gradual improvement in bg/sg agreement, consistent with normal variability during early sensor stabilization. The user later reported that the system was functioning well and that discrepancies had become minimal. The case was closed after confirming proper system performance and reinforcing calibration best practices. B4.date of this report 01 dec 2025 g3.date received by the manufacturer? 01 dec 2025 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. Based on additional monitoring post re-link, the system is continuing to adjust, and the user confirmed that the system is now performing better. The user was advised to contact support if the issue persists. Per dms review, the user is currently using the system with up-to-date information, and no further actions are needed.